Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint, but he noticed that the yellow level sensor connected loose in the module. The fsr replaced the level module and performed release testing. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) connected the level module to lab use only (luo) testing equipment. The module detected when each sensor was connected or disconnected, when either sensor was not attached to the reservoir, and when either sensor did not detect liquid. The level detector module operated as intended.

Event description:
It was reported that the level module had failed. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.